Event description:
End user reports he has had multiple utis over the 5 yrs he has used this catheter. He said since he started cic 5 yrs ago, he has had utis almost every 3 months. He said only for a year he was on prophylactic cipro and he was uti free for that year however he became allergic to cipro and had to discontinue that. He said his symptoms are always burning and cloudy urine. His md has told him his recurrent utis are most likely not from his catheters but rather from a rare bacterium that has colonized his prostate. He said the bacteria is a common skin bacteria called "epidermidis" which is on the skin and rare to cause a uti but for him they do and the urine cultures show this bacterium over and over again for him. He said usually his md has him do a urine culture and prescribe him doxycycline course for a few days which helps him immediately within 24 - 48 hours he feels better he said on this antibiotic. He is careful to follow all hygiene precautions, always washes hands, cleanses glans, ensures the catheter stays sterile. His md has advised he will need surgery on his prostate to help reduce his infections but so far, he has not opted to have this done. No additional information was provided. This emdr is to address the uti's with unknown lot and market units.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.